Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the suggested event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. [Inspection of the auxiliary water feeding function]. Attach a syringe containing sterile water or the water tube from a water pump to the luer port of the auxiliary water tube (see figure 3.29). Feed water and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion tube.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to clogging of the jet channel, water could not be supplied; residual liquid or foreign material came out of the jet channel; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the adhesive on the distal sheath had a chip with a white-clouded area; the adhesive around the objective lens had a white-clouded area; the adhesive around the light guide lens had a white-clouded area; the plastic distal end cover had a dent and a burn; the connecting tube was dented with scratches; the electrical connector had corrosion due to water leakage; the switch 1, image guide protector, and cord protector were all scratched; and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera gastrointestinal videoscope displayed no water flow through the auxiliary water channel. No water was coming out even when the foot switch was stepped on. When the customer removed the water supply tube from the scope, water came out. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that foreign material came out of the secondary feed channel. This report is to capture the reportable malfunction of a foreign substance found in the secondary feed channel noted at estimation.